Event description:
(B)(4).

Manufacturer narrative:
A field service engineer has been on site and has started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).